Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2014 with the following findings: the current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. No activity outside normal patient use observed in pump histories. No insulin delivery interruptions or pump malfunctions were observed in the black box download. The black box contains dates from 5/10/2014 to 5/18/2014. Black box data for the event on 5/8/14 have been overwritten. The pump settings confirmed the iob was set to 4 hours. 4 hours after a bolus was performed iob was zero. Iob was found to calculate accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.